Event description:
Consumer called to report running a comparison meter readings against a lab reading and getting different results. Analysis run on consensus error grid using lab reading (48) as reference point vs. Bd reading (95) yielded data points in the c zone of the grid, outside of acceptable limits.